Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level, and the level did not exceed 500 mg/dl. Cts provided pump reset information and assisted caller in resetting pump, resolving issue without recurrence. Caller was advised to continue use and to call if any further malfunctions occur, which caller acknowledged and understood.